Manufacturer narrative:
Initially, it was claimed that device failed pre-use check. Identification of issue has been done by analyzing problem description. Based on technician statement, the device failed pressure transducer test, internal leakage test and safety valve test during pre-use check. The customer repaired the device using third party service, hence there was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. The solution to the issue is unknown and it is not possible to know which parts have been found defective. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed internal leakage, pressure transducer and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).